Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false positives for 4 patients while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, lot 00929z. Each of the patient samples originally generated a triple positive for sars-cov-2, flu a and flu b which were questioned. The same samples for patients 1-3 were retested on a different liat and on the cepheid xpert express assay which both generated negative results for all three analytes for each patient. No additional information was provided for patient 4. According to the customer, the results were delayed up to 8 hours before releasing the negative results to the physician. All of the patient samples were nasopharyngeal specimens collected using flexible, synthetic, flocked swabs and fisher remel m4rt (r12622) media. The samples were collected in the emergency room by ER nurses and immediately run without prior storage. No further information regarding sample workflow is known. According to the methods sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
A customer alleged false positives for 4 patients while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, lot 00929z. Each of the patient samples originally generated a triple positive for sars-cov-2, flu a and flu b but were negative upon repeat for patients 1-3. An investigation to evaluate the customer issue is ongoing. (B)(4).